Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. She informed the doctor of her nickel allergy and was told it would not impact her since the coils would be wrapped in scar tissue. Lt seriously crippled her quality of life. She experienced inflammation throughout her body, constant stomach bloating, painful intercourse, chronic fatigue and anxiety attacks. The inflammation she experienced was so bad she was diagnosed with rheumatoid arthritis. On (B)(6) 2015 she underwent a bilateral salpingectomy and had the coils removed. All the symptoms listed above were gone. It was the essure that caused her problems. Since the removal of essure, her diagnosis has been cleared. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had painful intercourse among non-serious events. This event, interpreted as dyspareunia is listed in the reference safety information for essure. In this particular case, it is implied that the painful intercourse occurred during essure therapy. Approximately 3 years after insertion, she underwent a bilateral salpingectomy with essure removal and all her symptoms were gone. Considering the suggestive temporal relationship and lack of alternative explanation, this event is assessed as related. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had painful intercourse among non-serious events. This event, interpreted as dyspareunia is listed in the reference safety information for essure. In this particular case, it is implied that the painful intercourse occurred during essure therapy. Approximately 3 years after insertion, she underwent a bilateral salpingectomy with essure removal and all her symptoms were gone. Considering the suggestive temporal relationship and lack of alternative explanation, this event is assessed as related. This case is regarded as incident since a device removal was required. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.